Event description:
It was reported to medtronic that a foot pedal sticks when depressed. This keeps the hand piece activated even when the user's foot is removed from the foot pedal. There was no patient impact reported.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). The alleged malfunction of the foot pedal sticking was confirmed. The foot pedal would get stuck when depressed. In addition, it was also found that the connector was damaged. All the pins in the connector were broken off except for one pin. The cable and connector were replaced, and grease was added to the pedal spring to keep it from sticking. The unit was then tested and passed all manufacturing specifications. Based on the evaluation, the "most likely" cause of the sticking foot pedal was the pedal's spring needing additional lubrication. Neither the severity of this event nor the occurrence rate have exceeded expected ratings per the risk management review.